Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, high capture threshold and high, out of range, pacing lead impedance were observed. The patient will be scheduled for a revision.

Event description:
New information received notes that during lead revision for noise, it was discovered that the set screw of the device was loose. The set screw was re-tightened. The patient was fine after the event.